Event description:
It was reported patient underwent primary total hip arthroplasty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2012 due to an unknown reason.

Manufacturer narrative:
Information was received on (B)(6) 2012 confirming that the revised product reported in this medwatch was manufactured by biomet UK ltd. Report number 1825034-2012-01446 is for the revised biomet orthopedics manufactured product and is associated with this patient/event.